Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified weight to the spec, broken shell, stress marks nicks, brown particles, crease fold, wear abrasion. A microscopic analysis was performed which identify sharp edge and with non-penetrating nicks assessed as surgical impact opening on posterior side. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge opening with non-penetrating nicks assessed as surgical impact. Non-penetrating nicks. (Stress marks).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade IV and concern with the product.

Event description:
Healthcare professional reported a right side rupture and capsular contracture, baker grade IV. Device has been explanted.